Event description:
It was reported that cartridge alarm 20 occurred, and previous similar alarms had been noted with this pump. There was no adverse impact to the customer's blood glucose level, confirmed to be below 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.